Event description:
A diagnostic procedure was performed in 2000 in the right femoral artery (rfa), manual pressure was applied to achieve hemostasis. The following day, the pt underwent a therapeutic procedure followed by deployment of the angio-seal device. Upon arrival to the recovery room, the pt experienced a low blood pressure with increased heart rate. Reopro and nitroglycerine drips were discontinued. Dopamine with fluid bolus was started and the pt was stable throughout the night. Two days after the procedure variable blood pressure was noted, especially while sleeping. Later that day, the pt sat up in bed and was doing well. Dopamine was discontinued. Three days after the procedure, the groin site looked good but the blood pressure and rhythm changes reappeared. A CT of the abdomen was performed revealing a retroperitoneal bleed. Two units of blood were given, however, no surgical intervention was performed. The physician has indicated that he believes this event may have been caused by the failure to discontinue the lovenox. It should be noted that the user of the angio-seal device was in training at the time of the event, and therefore, was not a certified user. Furthermore, it has been noted that the user has demonstrated an aggressive technique during deployment of the angio-seal device.